Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device mjk300 number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a veterinarian that an animal underwent a surgical procedure on (B)(6) 2019 and suture was used. The suture was used to close the body wall incision. The following day, the animal was returned with wound dehiscence. The suture was found broken near one of the knots. The veterinarian cleaned and removed the old suture and used unknown different suture to reclose the incision.